Event description:
It was reported that a large endotracheal tube leak was identified, resulting in difficulty managing ventilation. The biomedical technician used calipers to measure the outer diameter at multiple locations, and all measurements were found to be smaller than expected for this item. The patient experienced minimal harm and required prolonged care. A new tracheal tube was required due to difficulty managing ventilation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received on 1/15/2026. H3: the device was received for evaluation. Service history and lot history review could not be performed as no lot number was provided. Visual inspection identified deformation at the tube inlet due to a non-ICU connector being press fit into place; the original 15 mm connector was not returned, and no other damage was observed. Dimensional analysis confirmed the inner diameter was within specification. The reported complaint of out-of-specification dimensions could not be confirmed or replicated. No manufacturing defect was identified, and no repair was performed.